Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a plum 360¿ infuser compatible with ICU medical mednet¿ software, the end user reported that the pump delivered quickly during an infusion. The prescribed pump settings is 400ml/hr, volume to be infused was 100 ml and the volume in the bag upon the start of the infusion was 100ml. No fluid/medication was left over left in the container when the issue was noted. There were no alarms and no difficulty in programming or initiating the infusion. Upon conducting a functional test, the clinical engineer at the facility did not encounter any alarms. It was noticed, however, that the distal pressure reading ranged between 70 to 75 mmhg when the pump was not delivering. There was not any physical force impact to the pump and nothing spilled on the pump. The end user provided additional information that the prescribed infusion rate and the set rates were accurate. However, the patient reported that the infusion was administered quickly. There was no reported human harm associated with this event/complaint.

Manufacturer narrative:
The complaint of "end user reported that the pump delivered quickly" was investigated. The device was found in good physical condition. The pump passed functional testing (pumping with no alarms). The delivery accuracy test was performed and weighed. The delivery was measured as 20.05 ml for a 20ml delivery. The delivery was timed measuring at 6min 0sec (as expected). The pump log review found that the device performed as intended with the delivery programmed actually being 90ml and not 100ml. The delivery was stopped 3 times for distal occlusion alarms, but upon being restarted the device completed the programmed delivery, delivering the correct volume in the expected time. The customer complaint of "end user reported that the pump delivered quickly" was not confirmed. The reported issue was not replicated during device testing nor from the log review. D9 - date returned to mfg: (B)(6) 2024.